Event description:
Customer reported a touchscreen that did not always respond. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional assistance was requested from the technical support team.